Manufacturer narrative:
Date of event is estimated. Reporter fax number (B)(6). During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place on (B)(6) 2023 where in the ipg was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch:6155743. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the entire system was explanted on (B)(6) 2023 to address the issue.